Event description:
Following a battery replacement (see MFR report # 3004209178-2012-01515), the impedances were measured intraoperatively. The results indicated there were low impedances (66 ohms) on contacts 4 and 5. Both extensions were replaced, and then the impedances were wi thin normal range. The reporter stated there was a small amount of fluid possible in the 'connector block area of dt- lead.' It was noted the extensions had to be cut in order to remove them, and there was no patient injury.

Manufacturer narrative:
Extension model 7482a40, serial# (B)(4), implanted: 2010-(B)(6), explanted: 2012-(B)(6), extension model 7482a40, serial# (B)(4), implanted: 2010-(B)(6), explanted: 2012-(B)(6), lead model 3391s-40, lot# v259776, implanted: 2010-(B)(6), lead model 3391s-40, lot# v257753, implanted: 2010-(B)(6). (B)(4) - the extensions have been returned for analysis. A follow up report will be sent when analysis is complete.

Manufacturer narrative:
Final analysis of the extension (serial #(B)(4)) revealed no significant anomalies. The body of the extension was cut through though, and it was segmented. Final analysis of the extension (serial #(B)(4)) revealed no significant anomalies. The body of the extension was cut through t hough, and it was segmented.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.